Manufacturer narrative:
(B)(4). Concomitant medical products: 110003634, biolox delta cer lnr 36mm e, 3449644, 010000663, g7 pps ltd acet shell 52e, 3485625, 51-106100, tprlc 133 mp type1 pps so 10.0, 3430141, unknown, unknown screw, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. The patient was having moderate pain rarely after unusual activity and moderate limping six months post-operatively. According to the oxford hip score, the patient was limping all the time. It was reported that the limping occurred all of the time, and the patient was able to walk around the house only before severe pain one year post-operatively. Attempts have been made and additional information on the reported event is unavailable.